Manufacturer narrative:
Upon inspection and testing of the returned device, service confirmed the screen would black out and alarm due to a defective circuit board (cr board - pressure sensor/pressure sensor circuit). The leak from the secondary pipeline was found to be caused by failure of the electro-pneumatic proportional valve. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device met all specifications at the time of shipment. It has been over 8 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, it is likely that the video function did not work properly due to the failure of the cr board. However, the root cause of the cr board failure could not be determined. In addition, since the water-tightness was impaired due to the failure of the electro-pneumatic proportional valve, it is likely the pipeline was flooded. However, the root cause of the valve failure could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
It was reported an alarm was generated upon switching on the subject device and the indicator lights on the front panel were off. The device is an olympus loaner. There was no patient or procedure involvement. The subject device was returned to an olympus service center for evaluation. Additionally, during inspection and testing, it was observed there was a leakage from the secondary pipeline.